Event description:
It was reported that there was a check syringe plunger sensor. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the battery door was damaged. During the start up process, the reported problem was duplicated. The root cause of the reported issue was found to be that one of the flippers was sticking up. Replaced left plunger case. The pump will be put into the loaner pool.